Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and fragile septal leaflet for a triclip procedure. During the procedure, imaging was challenging. A triclip was successfully implanted at anterio-septal mid area. During deployment sequence of second triclip, first triclip had single leaflet device attachment(slda) from the septal leaflet due to difficulty in visualizing the clip and physical contact with the second clip. The tr was reduced to grade 3-4 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances. The reported slda was a cascading event of the reported device damaged by another device (dislodged). The cause of the reported difficult imaging was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.